Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the permanent cautery hook instrument failed to deliver energy to tissue. There were wo lives remaining. The energy lead was changed to ensure there was not a faulty lead. The instrument still did not deliver energy to tissue. Another instrument of the same kind was used to complete the procedure with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no arcing observed and the patient recovered well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar conductor wire at the weld. No thermal damage or damage to the conductor wire insulation was observed. Electrical continuity test was performed and failed. The complaint was confirmed by failure analysis.